Manufacturer narrative:
(B)(4): info is unavailable; device was not returned for eval.

Event description:
It was reported that during a lap chole procedure, the clips did not form completely. The clips crossed. Another device was used to complete the procedure. There was no pt consequence. The device was discarded.